Event description:
Ous MDR - after an implantation period of approximately 62 months, it was reported that the ICD was at eos and had detected noise without delivery of inappropriate shocks. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was only available in fragments. Only the proximal part of the lead was returned for analysis. The morphology of the cut surface indicates that the lead was probably cut in the context of the explantation. The returned lead fragment was examined visually. Residue of coagulated blood could be seen in the inner conductor helix, which prevented a complete advancement of the mandrin. It can be assumed that the blood was probably brought into the lead by a mandrin during the explantation of the lead. There were also no anomalies during the measurement of the direct-current resistances of the electrical conductors. The ICD first underwent a status interrogation. The device status was eos, 269 charge processes had been documented. There were no indications of material defects or manufacturing errors for either the lead or the ICD.